Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 403:317:864:0000 was discovered and confirmed in the pump's event history by baxter personnel. However, this condition could not be duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation. As a precaution, the user interface module printed circuit board was replaced.this device has not previously been serviced by baxter.a follow-up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 403:317:864:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).